Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. However, based upon the device inspection results by olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to: - faulty rx module - impact applied to the rx module due to user handling the instruction manual instruct "never apply excessive force to connectors. This could damage the connectors."

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the e222 error which indicated the camera head communication error was displayed during preparation for use. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated occasionally and no image occurred. Oekg surmised that this phenomenon was attributed to the failure of the rx module. There was no report of patient injury associated with the event.